Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lightheaded. A patient reported they were hospitalized because they could not get a bg reading. Their meter allegedly would only prompt the clean test area message. The result on their meter was unable to test. There was no comparison. Treatment unknown. No further information has been reported.